Manufacturer narrative:
Device manufacturer address 2: parque industrial itabo (piisa). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a intravia container was leaking from the IV tubing port. The bag leaked after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction manufacturer information. Should additional relevant information become available, a supplemental report will be submitted.